Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bottom of 45 unipolar/bipolar black outer ball trial was damaged and another modular endo heads trials and instrument tray was used. Scrub tech threw away trial after case so it cannot be sent back. It didn¿t disrupt the case or set back the case time. It was caught in time for the other tray to be brought to the room to be opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.